Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm512.6 implantable collamer lens of -10.5 diopter was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2023, the lens was exchanged for a longer length toric lens due to low vault. The problem was not resolved. The cause of the event is unknown. Reportedly, "patient has still a low vault," and "may be the doctor will exchange against a 13.7mm lens."

Manufacturer narrative:
H3 - lens returned in a microcentrifuge vial, dry with residue/debris on the product. Visual inspection found the optic torn/split/deformed, and lens haptic bent with fiber ont the lens. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).